Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Vena cava (vc) perforation, tilt, chest/back pain, strut contacts l4 endplate, and depression. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest/back pain, strut contacts l4 endplate, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via right common femoral vein due to history of pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation and ¿there is approximately 1.6 cm of posteromedial perforation of the posteromedial strut which contacts the anterior endplate of the l4 vertebral body.¿ the patient further alleges ¿chest pain and back pain when taking deep breaths¿ as well as depression. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿an ivc filter is in place. The craniocaudal location of the filter is appropriate, with the tip at the level of the lowest renal vein. Of note, there is a retroaortic left renal vein. There is anterior cranial tilt of the filter, with the tip abutting the anterior caval wall. There is perforation of the caval wall by 4 of the ivc filter struts. There is approximately 8 mm is of medial perforation of the anteromedial strut which closely approximates but does not perforate the aorta. There is approximately 8 mm of anterior perforation into the peritoneal fat of the anterolateral strut. There is approximately 1.6 cm of posteromedial perforation of the posteromedial strut which contacts the anterior endplate of the l4 vertebral body. There is approximately 4 mm of perforation of the posterolateral strut into the peritoneal fat. No filter strut fracture or bending identified. The absence of intravenous contrast limits luminal evaluation, however no caval stenosis identified.¿

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip ivc filter device on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.